Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high as compared to her normal feelings/result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that at an unspecified date and time, she obtained the alleged high reading of "200+mg/dl". The patient stated that she manages her diabetes with insulin, humalog (unknown dose), and increased her insulin dosage in response to the reported issue. Approximately thirty minutes after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "woozy, and sweaty" and of having "an accelerated heartbeat". At an unspecified date and time, the patient reportedly called ems who treated him with food/drink and tested him on their meter (unknown device) and obtained a result of "50mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the control solution came within the acceptable range. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 (02/23/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2012 the meter was tested and the primary complaint was not confirmed. On (B)(6), 2012 the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted were the print on the vial's label was illegible. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.